Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure the system shut down on its own. The sculpt phase had been completed, and when switching to "quad" mode the screen went black and the system shut down. The power switch was glowing amber colored but the unit would not power back up. The case was completed using an alternate system. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was replicated. The multifunction in/out put printed circuit board (mfio pcb) was replaced and returned to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The mfio pcb was received for evaluation. A visual assessment of the returned sample found no related visual issues. Mfio pcb under investigation was confirmed to have non-conforming components. The root cause of the reported event can be attributed to the non-conforming mfio components. (B)(4).